Event description:
This report is being submitted in relation to uf medwatch report# which was found on the maude database in 2009. The event description states: "in 2008, pt, a registered nurse was stuck with an infected needle when she was administering fuzeon (enfuvirtide) to an inmate/patient at the correctional facility. The manufacturer of fuzeon is roche laboratories and trimeris, inc. Fuzeon comes with two hinged cap needles; one for mixing the medicine and the other for injecting. The hinged cap devices are "surguard 2" manufactured by terumo medical products. In this case, the hinged cap failed and pt's thumb received a deep puncture by the contaminated needle. These needles are not the safest product available, as a retractable needle can be used for providing fuzeon. Pt was put on prophylaxis treatment and experienced strong side effects and lost one month of time from work. Dose or amount: na. Dates of use: 2008. Event abated after use stopped or dose reduced: yes."

Manufacturer narrative:
The maude event report did not include any info about the user facility, the reporter, or the lot number involved. Therefore, the user facility could not be contacted for follow-up to request additional information. A review of the complaint files confirmed that this event has not been reported to the manufacturer previously. The failure investigation was limited to assessment of info provided in the maude database and evaluation of samples from random lots of the reported product code. Inspection and testing of samples from random lots of the same product code confirmed that there were no defects, malfunctions or other anomalies. There is no indication that there was any relation to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the warnings and the instructions-for-use with statements such as the following: "handle with care to avoid needlesticks"; "keep hands behind the needle at all times during use and disposal"; additional device labeling statements include: "for greatest safety, activate the sheath using a one-handed technique"; "position sheath approximately 45 degrees to a flat surface. Press down with a firm, quick motion until a distinct audible click is heard"; and "visually confirm that the needle is fully engaged under the lock." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up.